Event description:
It was reported that the customer's blood glucose was 436 mg/dl, due to being sick, and she received a no delivery alarm on the insulin pump. Troubleshooting was performed. Insulin exited during a fixed prime. It was explained there could be a set or site occlusion. Customer stated she would use a syringe. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.